Event description:
It was initially reported that the patient expired. The date of patients' death and implant duration were unknown, therefore, the aware date was used as the occurrence date. It was unknown if the death was device related. No further details were provided. Information learned from implant patient registry. Patient also had another valve implanted, please reference mfg report # 6000002-2008-06883. On 03/13/09, per phone conversation with surgeon's office, the patient's date of death was confirmed as 2007. The cause of death was given as: irreversible shock - low cardiac output syndrome.

Event description:
It was reported that the patient expired. The date of patients' death and implant duration are unknown, therefore the aware date is being used as the occurrence date. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. Patient also had another valve implanted which was reported on mfg report # 6000002-2008-06883. In 2009, per follow up phone conversation with surgeon's office, the date of death was confirmed as 2007. The cause of death was given as: irreversible shock - low cardiac output syndrome/milrinone induced varoplegia. The surgeon indicated that the device did not cause the patient's death. It was also indicated that the device was not available for return and evaluation as it was not explanted. The device history record (DHR) review was completed on 04/15/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. There is no other available information for this event.

Manufacturer narrative:
Device not returned